Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was adminsitered to address the bg level.customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.